Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, when trying to obtain access for the left ventricular (lv) lead it was noted that the left subclavian vein was occluded due to the presence of the previously capped right ventricular (rv) lead as well as the active rv and right atrial (ra) leads. An attempt was made to explant the previously capped rv lead; however, the attempt was unsuccessful. Lead fragments were left in the superior vena cava (svc)/left subclavian and the distal coil/ tip/ ring fragment remains in the ra/rv. The left sided implant attempt was abandoned, and the new lv lead was implanted on the right side. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.